Event description:
It was reported that this right ventricular (rv) lead presented high capture thresholds measurements. The patient complained of pain and CT imaging was performed, which confirmed that a myocardial perforation had occurred. The lead was replaced and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented high capture thresholds measurements. The patient complained of pain and CT imaging was performed, which confirmed that a myocardial perforation had occurred. The lead was replaced and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment corrected fields: a1 patient identifier a2 age at time of event a2 unit of measure - age a3 gender.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead presented high capture thresholds measurements. The patient complained of pain and CT imaging was performed, which confirmed that a myocardial perforation had occurred. The lead was replaced and a new device was implanted. The device has been returned and was analyzed. No additional adverse patient effects were reported.